Event description:
The customer called to report multiple motor error alarms. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. No damage to the drive support cap noted. The customer also reported a battery out limit alarm after a battery change. In addition, the customer reported a scratch on the screen. The customer stated that the insulin pump had been dropped a couple of years ago. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded / loose drive support disk. No motor error alarm noted. The motor passed the motor test. The insulin pump had a scratched lcd window.